Event description:
It was reported that during an unknown procedure, while rotating the multifix knob to insert the anchor, it broke inside the bone. The procedure was completed with a non significant delay, however it is unknown if a back up device was available or how the procedure was completed. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that tensile strength should meet specification of 100 - 118 mpa. Also, certificate of material analysis is required with each shipment. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No relevant clinical information has been provided. Therefore, a thorough medical investigation could not be rendered nor could a definitive root cause of the reported breakage be determined. It is unknown if the implantable anchor was removed from inside the patient¿s bone. If the anchor remains retained in the bone micro-motion/migration is unlikely. According to the report, the procedure was completed with a non-significant delay, however, it is unknown if a backup device was available or how the procedure was completed. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.